Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 3 failed to open and displayed the error: device not detected on bus. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that they managed to get the medication from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height cubie drawer failed, and missing on med application configuration. A field service engineer (fse) replaced the full height cubie bus module controller board, reseated the row board cable connections, and reseated all cubie trays and pockets. After testing, fse was able to recover all pockets and the drawer successfully. The system functioned as intended after the field service engineer repaired the device.